Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's mother reported a skin irritation on the patient's back and chest. The irritation was described as itchy, red, and bumpy. She removed that the patient's doctor provided a cream and the irritation healed. During a follow up the patient reported that she also had blisters on her body from the lifevest. She reported that she was applying a cream and that her nurse was applying a spray on the blisters. During the final follow up it was reported that the irritations had improved. There were no allegations of a device malfunction contributing to the irritations.